Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The de novo lesion being treated contained a <=45 degree bend and was located in the severely calcified distal right coronary artery (rca). The lesion was predilated with and unspecified balloon. The physician attempted to place the 4.00x24mm liberte stent, but was unable to cross the lesion. During the placement attempts, the stent became flared. The device was exchanged with a non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status is good.